Event description:
It was reported to baxter that a flo-gard pump displayed an occlusion alarm. Process step was not specified. There was no patient involved, no medical injury or adverse event reported. Additional information is unavailable.

Manufacturer narrative:
(B)(4). The reported occlusion was not confirmed during the service evaluation. The device passed all tests performed per baxter procedure. No abnormalities were observed during the device history record review. There were no previously observed or reported problems that were the same or similar to this reported problem. No previous servicing is linked to the reported problem.